Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the root cause to be due to a faulty display. The display was replaced and the user verification test and performance checks were performed and the unit is working per manufacturer specifications. In the event the display is received for evaluation a follow-up report will be submitted at that time.

Event description:
It was reported that the screen on this unit went blank while being set-up. After further clarification from the customer it was reported that the screen went blank while on a patient however there was no harm and the patient was placed on an alternate ventilator.